Manufacturer narrative:
(B)(4).

Event description:
This system was removed and not replaced. The reason for removal was not provided. The implanting facility has not seen the patient this year. Attempts to gather this information have been unsuccessful. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) 2019 - this report was opened in error and this system remains implanted. No known complaints.